Event description:
The advocate called for help with the customer's meter. She tested the customer's blood glucose and received a reading of 12.8 mmol/l. The meter in question should have had the units of measure locked in mg/dl. The advocate did not know how the units had been switched to mmol/l. She stated that the customer had just come home from the hospital and was using the meter for the first time in 2 weeks. The advocate did not allege any adverse events. Customer service advised the advocate to go to the nearest pharmacy and have the meter replaced. The meter was to be returned for evaluation. Attempts to contact the customer or advocate for more info have not been successful.